Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a right ventricular (rv) lead impedance warning on a remote transmission and low impedance was observed. It also noted there was an right atrial (ra) lead impedance warning for undefined impedance, however, there is no atrial lead on the cardiac resynchronization therapy defibrillator (crt-d). The lead and device remain in use. No patient complications have been reported as a result of this event.